Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the plastic was broken during testing of the device. No patient involvement was reported with this event.

Event description:
It was reported that the plastic was broken during testing of the device. No patient involvement was reported with this event.